Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion. The blade opened and closed properly. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument passed the energy recognition test. Additional observation not related to the customers complaint: the instrument was found to have the teflon pad missing from the clamp arm. The missing piece was not returned with the instrument. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during da vinci-assisted surgical procedure, the harmonic ace instrument was unable to be recognized. The procedure was completed with no patient harm.